Event description:
It was reported, the patient was not receiving stimulation. A diagnostic test revealed invalid impedance measurements for several lead contacts. Surgical intervention was undertaken to replace the patient's lead, and effective stimulation was recaptured as a result.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.